Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer went to the emergency room on (B)(6) 2024 due to elevated blood glucose levels reported as "high" (specific value was not provided) with large ketones. Customer had administrated a manual bolus via pump to address bg. While in the ER the customer was treated with intravenous fluids of saline and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.